Manufacturer narrative:
(B)(4). Only event year known: 2016. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an unknown procedure that a patient with history of crohn¿s disease, renal stones and previous diverting colostomy underwent colonoscopy which revealed disease in the terminal ileum and evidence of anastomotic stricture. Patient underwent takedown of previous anastomosis and re-anastomosis of ileum to transverse colon while leaving the previous ostomy in place. Operative note provided reveals significant adhesions were required to be taken down in order to access the previous anastomosis. The surgeon performed a side-to-side functional end-to-end anastomosis using a ¿gia 80 stapler and a ta 90 stapler.¿ the operative note states ¿anastomosis looked intact¿ and the patient¿s previous ostomy was intact and the patient was transferred to the pacu in stable condition. Postoperatively, the patient developed septic symptoms and developed a fistula. Limited records are provided and it is not clear how the fistula was managed medically; however, the patient was able to tolerate a progressively more solid diet and was discharged four weeks after surgery.

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022 please see attached medical records.